Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that when the physician changed to exclusive use of polyurethane-coated leads (after using silicone-coated leads for years), the physician noticed "an alarming incidence of post-operative pericardial reactions in a series of patients", and it was believed that this was due to something related to the structure of the polyurethane-coated leads. It was also reported that "anecdotally [doctor] has questioned a number of experienced fellow pacemaker implanters who have all had occasional experiences of similar post operative pericardial bleeding in their patients of varying severity, thought to be derived from the use of an atrial active fixation lead (rather than any ventricular lead). Problem of pericardial hemorrhage related to the helical metal screw tip of the pacing electrode placed in the right atrial appendage. One death outcome,"(out of hospital-coroner's case)" was reported. Follow-up will be attempted for details surrounding the death in this case.